Event description:
A report was received the patient was experiencing increase muscle spasms. The patient will undergo an explant procedure.

Event description:
A report was received the patient was experiencing increase muscle spasms. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received the patient was experiencing increase muscle spasms. The patient will undergo an explant procedure.